Event description:
Patient reported that the needle button released on its own on four v-go 20 devices, with the most recent one happening today. The patient only has one v-go device in question available for collection.